Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, insulin was not exiting the tubing until 30.9 units had been used. Customer's blood glucose was 125 mg/dl. Reportedly, insulin delivery was resumed.